Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had issues with 4 reservoirs; she was unable to push air bubbles out of the reservoirs. The patient's blood glucose at the time of incident is unknown. The customer was assisted and she was able to resolve the issue with three of her reservoirs. However, there was no troubleshoot performed on the fourth reservoir. The reservoirs will not be returned for analysis.